Event description:
It was reported that the customer opened the packaging of this implant expecting a pre-coated product, as the picture on the packaging is the same as a pre-coated version. Upon opening, they discovered it was not a pre-coated implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.